Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at 7.5ml/hr and 9.76ml. The test results were within specifications. Based on the results of the investigation and log review, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports over infusion, very limited details available at this time, customer verbalizes "there will be a root cause review next week." Customer unable to provide medication name, he said that the pump was programmed at 7.5ml/hour but customer received 250 ml in an undetermined time. He said the customer was in the cath lab when it occurred, unknown if there is patient injury, requested to speak to nurse and he said that was not possible at this time. Customer was unable to down load log to verify settings on pump. Tubing set was not saved.